Event description:
It was reported that the customer experienced elevated blood glucose levels (350 mg/dl). Customer delivered multiple injections to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.